Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 07/17/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. The patient made treatment decisions based on cgm values. The dexcom g5 mobile continuous glucose monitoring system user's guide states: the dexcom g5 mobile cgm system does not replace your bg meter. When making treatment decisions, such as the amount of insulin you need, only use your bg value. Don't use the dexcom g5 mobile cgm system sensor glucose readings because readings can be different from your bg value. If sensor glucose readings are used in determining treatments, it could result in you missing a severe low or high glucose event. At the time of contact, no injury or medical intervention was reported.